Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of the emerge balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination presented no damage or irregularities to the balloon. Microscopic examination revealed that there was a separation at the midshaft bond. The bond was mark is visible and acceptable. The separated ends of the midshaft appeared to be jagged, which indicates that the separation was due to tensile overload. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 3.50mm x 12mm emerge balloon catheter was used for dilatation. After device withdrawal, it was noted that the shaft was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device lot number corrected from 18422092 to 18309630. Device expiration date corrected from 05/31/2018 to 04/30/2018. Device manufactured date corrected from 09/21/2015 to 08/20/2015. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 3.50mm x 12mm emerge¿ balloon catheter was used for dilatation. After device withdrawal, it was noted that the shaft was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.